Event description:
It was reported that the patient presented for a routine follow up and had experienced episodes of dizziness. The physician noted that the pulse generator exhibited ventricular over sensing with provocative movements. The ventricular sensivity was programmed higher. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.